Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported this product was not a very good syringe for ¿bubble studies.¿ this product is designed to flush the IV lines not to generate bubbles. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 306546 and lot number 0325358. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had a difficult to move plunger. The following information was provided by the initial reporter: " rounded mercy one (B)(4) medical and met with many clinicians to better understand the issue of the plunger rod not fully depressing the length of the syringe barrel. I was also advised our flush #306546 was not a very good syringe for ¿bubble studies¿ as sufficient air bubble generation was very difficult. Please advise if our item #306546 is suitable for ¿bubble studies¿."